Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the station did not power up. A field service engineer removed and reattached auxiliary cables. Replaced interface and circuit boards to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system did not power on, preventing user from removing the required medication and causing delay. There were no adverse events or injuries reported based on this event.